Event description:
IV pump did not alarm for up-stream occlusion. IV tubing blue key was clamped above pump. Manufacturer response for baxter IV pump, baxter IV pump (per site reporter) ongoing issue.